Manufacturer narrative:
Investigation is not completed. Trends will be evaluated. Event device code is addressed in the package insert. This report will be amended when the investigation is completed. This event occurred in another country.

Event description:
Allegedly several days after the operation with lumbar fusion surgery with allomatrix and bongros (ha), the revision was performed due to fever of surgery site and pains. Surgeon found out allomatrix was not set and disappeared in the site. There was pus with coagulase negative staphylococcus. There were no improvement of symptoms and pain relief though completed the operation and several days passed. So, inspected again and found out the allomatrix wasn't set and revised.